Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would misfire after first initial clip. The clip would scissor at the tip after firing or would misload when the clip was deployed from the loading shaft for firing. A same like device was used to complete the procedure with no pt consequence.